Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be post-placement/a pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors, and/or lack of osseointegration. Proper intended use of the implant is described in the instructions for use.

Event description:
Dr. Reported at the time of the implant failure that there was inflammation and mobility. Primary stability and osseointegration were not achieved. Bone quality was unknown at time of implant failure.